Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00231 (collagen corp). This second MDR is being submitted for the second suspect product, also a device mfg by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested on 2/9/99 with negative results. On 3/17/99 the pt was treated with two formulations of product at the chin, nasolabial folds, and vermilion borders. On 5/6/99 the pt called the office and stated she had red, raised "bumps" with itching at the nasolabial folds and chin treatment sites. The pt stated the symptoms began on or about 4/17/99. The pt denied any symptoms at the vermilion border treatment sites. The physician prescribed elocon topical cream. On 5/25/99, the pt was examined and the physician noted red, raised "bumps" with pruritis at the nasolabial folds and chin treatment sites. The physician prescribed cleocin topical cream. The physician diagnosed the symptoms as hypersensitivity. On 6/8/99 and 7/13/99 the physician injected kenalog intralesionally at the treatment sites.